Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll 1.5qt red experienced product damage/deformation with the device still considered operable, noted prior to use. The following information was provided by the initial reporter: the upper corner of the collector was deformed.

Event description:
It was reported that the sharps coll 1.5qt red experienced product damage/deformation with the device still considered operable, noted prior to use. The following information was provided by the initial reporter: the upper corner of the collector was deformed.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like base corner deformed during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like base corner deformed for the same part number throughout the last twelve months. According with pictures provided from customer it can be seen the following: 1. The corner of the collector was cracked 2. The lot 8322902 was confirmed like the lot affected. 3. No additional damages were observed on the collector base. According to molding experience on this product, this type of cracks could be made due to hard impacts like hits with a forklifted at the time to load/download the material to the trailer box or due to transportation issues. For this reason, the evidence of the original packaging is needed in order to rule out that this issue was generated due to incorrect handling or transit issues. Based on this investigation it can conclude that there is no enough information like picture from the original packaging provided from customer, this information is necessary to determine the root cause of this issue. H3 other text : see h.10